Event description:
It was reported the patient had been experiencing an intermittent shocking and burning sensation at the lead and extension junction site. This occurred when the stimulation was on or off. An impedance check found all but one pair measured 999 ohms. All impedances were within acceptable standards. The patient could feel appropriate stimulation. It was noted palpating caused stimulation changes with stimulation off. An x-ray of the leads found no difference than prior to the event. It was reported the patient had fell and landed on "that" side, and soreness and pain may be affecting patient. Follow up information reported the patient was receiving effective therapy and had kept the stimulator on due to continued therapy.

Manufacturer narrative:
Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID: 7435, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Product ID: 3998, lot# v034825, implanted: (B)(6) 2007, product type: lead. (B)(4).